Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip was bent, causing a side to side misalignment of the grips. There was a .019 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratch marks on the distal end of the main tube showing light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pulley was sticking out of the pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.